Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xtvalve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, respirations were not held and the patient moved, causing the valve to move further upwards during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our japan affiliate, during a transfemoral tavr procedure, post deployment the 26mm sapien xt position was too aortic and a 2nd valve was implanted. The procedure was performed under local anesthesia since the patient had interstitial pneumonia. The patient¿s respiratory condition was bad, and a 26mm sapien xt was implanted under normal respiration. Before the implantation, the xt valve was positioned 70:30 aortic/ventricular but it moved higher aortic during deployment. Since only tte was used, it was difficult to confirm if the sapien xt was secured in the native annulus or not. Very little paravalvular leak (pvl) was observed. Aortogram showed that the strut in non-coronary cusp (ncc) side was not fixed within the native annulus, and it was decided to deploy a 2nd valve. A26mm sapien xt was implanted slightly lower than the 1st xt valve and it was secured in the native annulus. Aortogram was performed again and no further complication was observed. The physician commented that because the valve was deployed under local anesthesia without stopping the patient¿s breathing, it was difficult to handle the patient¿s movement during deployment.